Event description:
The customer reported to maquet that prior to a surgical intervention, the spring arm broke. The cupola was held to the spring arm by its cable. No injuries were reported. (B)(4).

Manufacturer narrative:
A maintenance technician authorized by maquet, visited the hospital and found that the front pivot of the spring arm was broken. He replaced the spring arm with a new one. He inspected similar devices at this facility and verified there were no additional arms damaged. This malfunction was previously addressed in the u.s. Through the device correction. (B)(4). Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.